Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The meter was set to display the results in the incorrect unit. The customer was instructed how to set the meter to display the results in inr. At 1:17 pm, the meter result was 5.0 inr. At 1:20 pm, the meter result was 5.4 inr. At 1:52 pm, the meter result was 5.3 inr. The customer repeated the test again within 4 hours and the result was 3.2 inr. Customer's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.2 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer has been notified of potential issues with misinterpreted results due to an incorrect unit of measure. The notification instructs the user how to set the units of measure on the device. The investigation did not identify a product problem. The cause of the event could not be determined.